Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients ipg has reached end of service. It is unknown if it prematurely depleted. As a result, surgical intervention may occur to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place where ipg was explanted and replaced due to reaching eri. Therapy restored.